Event description:
The manufacturer received information alleging a ventilator's screen was misaligned. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegation could not be confirmed. The error log did not contain any abnormalities. The device passed all tests.